Event description:
It was reported that the blade broke. No further information was provided.

Manufacturer narrative:
The quality investigation is complete. H3 other text : device not returned.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that the blade broke. No further information was provided.